Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, two cubie drawers were required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers needed maintenance. A field service engineer (fse) instructed the customer for hard reboot and the auxiliary drawer 1.1 came back online but the cubies in auxiliary drawer 1.2 were not detected on bus. Later the fse found that the retractor band cable was disconnected, so the cable was reconnected to resolve the issue. The system functioned as intended after the field service engineer repaired the device.